Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 700 mg/dl at the time of the incident and was treated with an injection. The customer¿s other blood glucose was 200 mg/dl. The customer reported that the sensor messed up. The customer was unable to reconnect. The customer informed that the insulin pump was not working. The customer reported that they did not receive a calibration not accepted alert. The customer reported that the tubing needle came out. The insulin pump will not be returned for analysis.